Event description:
Customer reported that the platform states "reposition patient and check life bank". No adverse event reported.

Manufacturer narrative:
Reported complaint of "reposition patient and check life band" was confirmed. User advisory 2 (compression tracking error), which corresponds to the reported complaint was logged in the archive file. A load cell was found damaged, which was replaced. Furthermore, the top cover and battery lock were damaged; they were replaced. No adverse event reported.